Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was not fed into the jaws properly. Another device was used to complete the case without problem. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Jaws. Additional information was requested and the following was obtained: how was clip not fed properly into jaws of device? --- there is no detailed information. Did clip sideways feed? --- no information. Did clip slow feed? --- no information. Did clip partially feed into jaws? --- no information. Did clip not feed at all? --- no information. Did multiple clips feed? --- no information. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, one clip ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device record was reviewed and no anomalies were noted during the manufacturing process.